Manufacturer narrative:
A comprehensive re-review is being conducted of the manufacturing records, sterilization run reports, quality control/assurance reviews and release, and complaint database for related complaints for the lot. Once results are available, a follow up report will be submitted.

Event description:
Rti surgical, inc (rti) and tutogen medical (B)(4), a wholly owned subsidiary of rti, received a complaint on 08/02/2018. The reported complaint indicated that the doctor noted loss of integration of a copios cancellous particules xenograft (graft not distributed in the USA) and a copios pericardium membrane. Both grafts were explanted. Additional information has been requested. To date, rti has not received any additional information.

Manufacturer narrative:
A comprehensive re-review of manufacturing records was conducted. There were no departures noted during records re-review that would negatively impact the implants manufactured from lot nz16300031. Bovine pericardium implants undergo a validated sterilization method; tutoplast ® which includes terminal sterilization by gamma irradiation after packaging. Manufacturing records indicate that serial ID 20100126 met all specification requirements at the time of release. To date, rti/tmi has manufactured and distributed a total of 60 implants from the lot without related complaints. Non -integration of copios membranes is a known phenomenon. Several reasons have been described, including diabetes, allergic reactions to bovine material, bruxism and bad mouth hygiene. A causal relationship between the membrane and the loss of integrity of the bone particles is unlikely and could not be determined.

Event description:
Additional information was received on 08/06/2019 indicating that the dentist found loss of integration on 05/09/2018. The implant place in the tooth location (unknown location) had to be explanted.